Event description:
Customer reported device = 409 mg/dl. Within 1-2 minutes a follow-up device result = 179 mg/dl and a lab result = 158 mg/dl. No treatment was given. Controls were in range. A request was made for return product and replacement product was sent.